Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1jgyg, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient said the device had been wonderful. They just saw their doctor and they put the device in and that was all. The wire that went over the patient's crack used to lay flat and at the time of the report it didn't. At one time the patient thought the lead was a busted disc. It stuck out an inch above their crack. They said they didn't want to wear out the battery and they wore the voltage really low. They said it wasn't working really good at the time of the report. Their right leg, on the right side of their rectum didn't feel right. They said if they turned the stimulation up any higher it hurt. The patient checked their setting and they were on 2.0 volts on program 3. They said they had been on this setting for a year. They said the stimulation was like it burned, it didn't burn she said, it was annoying. They said their symptoms started about 6 months ago. They said they felt nervous and jittery. They said they had been having more leakage of both the bladder and the bowel. On the call they switched to program 4 at 0.0 volts and they said the left side of their labia they were very much aware. When they started to increase the stimulation they said the feeling went away. They increased to 2.0 volts on program 4. The patient was told to monitor symptoms for a couple of days for improvement. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1jgyg, implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that they went to their healthcare professional where it was determined that the wire got ¿knocked out of place¿ so the healthcare professional has them scheduled for a replacement surgery tomorrow. The patient said they are going to move the ins and leads to the other side of the body. No further complications were reported.